Manufacturer narrative:
(B)(4). The return of the unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the cut mode will activate on its own during use of the forcefxc generator. The unit was calibrated by the site biomedical engineer and tested satisfactorily. There was no patient involvement or injury.